Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer¿s blood glucose level was 130 mg/dl. Customer advised they removed the sensor and there was no cannula. Customer was advised a replacement sensor would be sent out.